Event description:
On april 28, 2008, it was reported to boston scientific that an ultraflex covered ng esophageal stent was used in a stent placement procedure on eleven days earlier. According to the complainant, on four days prior to original date, the pt was readmitted to the hospital with complaints of inability to swallow. Endoscopic evaluation found the "stent to be full of food. The [physician] primed [the stent] with water and the food passed to the stomach. [In addition,] some loops of nitinol (stent) wires [were] sticking to the inside of the lumen. On the following month, the physician plans to implant a polyflex stent in the ultraflex stent to push the loops at the esophagus wall." No info regarding the outcome of the second stent placement procedure planned for the same day is available at this time.

Manufacturer narrative:
The device remains implanted; therefore, a device analysis cannot be performed, and the cause of the reported malfunction is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot.